Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Blood glucose was not impacted. A syringe needle change and cartridge change was performed resolving the issue.